Manufacturer narrative:
The company iii (d) cartridge was not returned for evaluation. A photo was provided of a company cartridge nozzle. The photo shows only the nozzle entry area to the tip. Viscoelastic is present. A crack is observed, which starts at mid-nozzle and travels into the tip. It cannot be determined if the tip is cracked or split. Product history records were reviewed and documentation indicated the product met release criteria. Associated products were not provided. It is unknown if qualified products were used. The root cause for the reported cartridge damage could not be determined. Based on review of the provided photo the damage started in the thick nozzle cone area. Unusually high internal forces would be needed to create damage in this area. Damage in the thick cone wall section has been associated with the use of cold viscoelastic. The dfu instructs to use viscoelastic, which has been allowed to come to the operating room temperature. This type of damage may also occur if the lens is not positioned correctly for advancement; if there is a lack of viscoelastic between the lens and the cartridge lumen; if the lens is advanced too rapidly or if the handpiece plunger is not positioned correctly at the trailing optic edge. It is unknown if qualified associated products were used. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported during the implant of an intraocular lens (iol), the cartridge cracked. There was patient contact but no reported patient impact. Additional information was requested.